Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold which resulted in failure to capture. An x-ray revealed that the rv lead had dislodged. The rv lead was not used and replaced during the procedure. There were no patient consequences.